Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 3x8 paddle broke into 2 pieces while waiting on cement to dry while implanting the tibia.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.